Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 8atm. The balloon was simply pulled out from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was stable post procedure.